Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there was a missing component. The following information was provided by the initial reporter: on (B)(6) 2023, when the responsible nurse followed the doctor's order to collect blood from the patient, she found that the blood collection tube had no skin plug, so she replaced the blood collection tube.

Manufacturer narrative:
H.6 investigation summary: material #: [367955]. Lot/batch #: [2256251]. Bd had not received samples or photos for investigation. Therefore, [100] retention samples from bd inventory were visually inspected, and no missing stoppers were found. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode [missing stopper]. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.